Event description:
A radiofrequency catheter ablation was done on a pt for paroxysmal supraventricular tachycardia. There were no indications of a malfunction from the ablation catheter. After completion of the mapping procedure, user applied radiofrequency energy through the tip electrode. The tip electrode is a 4 mm electrode equipped with a thermistor, designed for creation of radiofrequency lesions. The applications of radiofrequency were ineffective. After multiple attempts to try to ablate the focus unsuccessfully, user removed the catheter and examined it, and saw that ring electrode #3 (counting from the tip) was covered with burned coagulant. User had no indication during the application of radiofrequency energy that this was happening. The impedance did not rise. All the connections were proper. Three different trained individuals examined all of the connections at this point and found them to be appropriate. User called biomedical dept who measured the resistance through the electrodes in this catheter and found that between electrode #1 (the distal tip) and electrode #3 (the one with the charcoaled coagulant on it) was 100 ohms. There should be no connection between these two electrodes normally. This adverse reaction did not result in any harm to the pt, but it could have had potentially serious consequences for the pt. The catheter had a short-circuit inside its body so that the radiofrequency energy was shunted to electrode #3.